Manufacturer narrative:
(B)(4). Date sent: 9/5/2024 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The following additional information has been requested. To date a response has not been received. Should additional information be received, a supplemental report will be submitted. On what date was the band removed? When and how was it determined that a piece of the band remained in the patient? What was done to address the issue? Was the piece removed? If not, are there plans to have the piece removed? What was the approximate size of the piece that remained in the patient? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after the removal of the gastric band, material was left behind. No other details provided.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2024. Corrected data: b1, b2, h1, h6 health effect impact code, h6 health effect clinical code additional information was requested and the following was obtained: reoperation under anesthesia to remove the remains. 1. On what date was the band removed? (B)(6) 2015. 2. When and how was it determined that a piece of the band remained in the patient? On (B)(6) 2024 an echo was made. 3. What was done to address the issue? Conversation with complaints officer. 4. Was the piece removed? Yes on (B)(6) 2024 in (B)(6) hospital. 5. What was the approximate size of the piece that remained in the patient? Small silicone sleeve / connecting piece between pac and gastric band tube. 6. What is the current status of the patient? Patient recovered well.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. Additional information was requested and the following was obtained: on what date was the band removed? Unknown. When and how was it determined that a piece of the band remained in the patient? They found pieces when the band was removed. What was done to address the issue? Unknown. Was the piece removed? Yes. What was the approximate size of the piece that remained in the patient? Unknown. What is the current status of the patient? Unknown.